Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that a patient that was placed in the caleo incubator had died from an infection due to an "airborne bug". The hospital initiated an internal investigation to determine where the airborne bug originated from. A device investigation showed that something was growing in the tube which connects the humidifier to the outlet at the air heater. The customer reported that the airborne bug the patient had died from and the bug found in the humidifier tube was one in the same. The customer admitted that the "cleaning mode" may have not been run between patients. At least 25 caleo incubators at the hospital were swabbed, including the humidifier tube, and no organism (bug) was found growing in any other caleo incubator that was tested. A malfunction of the caleo incubator has not been alleged.

Manufacturer narrative:
The patient in this case and the patient in the MDR 9611500-2017-00049 were twin patients and treated in separate caleos. Additional questions were raised towards the customer asking for the hospital infection prevention protocol, settings and duration of the incubator treatment, specific type of disease and if the humidifier cleaning mode has been used between patients. As no further information was received, the investigation is based on the initial information. The infection control of the caleo has been designed to meet the applicable standard en iso 17664 and the humidifier mentioned in this case has additionally been validated by an independent hygienic institutes. The caleo is equipped with a cleaning mode which dries the humidifiers system between patient uses in order support efficient infection control. The instructions for use state that the user has to perform this mode regularly between patients. Furthermore, the IFU advises the operator on how to maintain validated infection control measures. As there have been no reported cases regarding infection control problems in the past this is an isolated event.

Event description:
Please see initial-report.